Event description:
On (B)(4) 2015 patient had the icast covered stent implanted in her aorta. Sometime in 2015, the stent collapsed. Patient called the manufacturer of the stent and she was told the stent wasn't manufactured to be used in the vascular system. The manufacture told her that the doctor misused the device by implanting it in her artery. The icast stent was intended to be implanted in the airway. On (B)(6) 2016 patient had open chest surgery to remove blood clots that had developed in her icast stent. The stent had protruded over her aorta and it can't be removed. The manufacturer also told patient that the stent is either going to poke through her aorta or heart and will cause her to have a stroke or a heart attack.